Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and hydromorphone at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient had a pump refill on (B)(6) 2020 and he suspected there was a pocket fill because he "overdosed" and had to be "narcan d and taken to the hospital." He saw his doctor on (B)(6) 2020 who extracted the pump medication and told the patient he was expected 17.1ml but got back 16ml. The patient believed that the missing 1.1ml was the reason he overdosed. The patient stated that the doctor told him that "the port could possibly be inverted and not keeping the medication inside." When the pump medication was removed and replaced on the 12th, the patient "got a head high." The reason for calling was the patient wanted someone to check his pump to make sure it wasn't malfunctioning. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 7.5 mg/ml at 4.987 mg/day and bupivacaine 15 mg/ml at 9.96 mg/day via an implanted pump. It was reported the patient was seen by pentec for refill on (B)(6) 2020 and that day the patient starting experiencing overdose symptoms so much that the patient needed to go to the emergency room (ER). The patient was given narcan in the ER and went home. It was further reported the patient then was brought back to the ER, but eventually went home. The pentec nurse came out to the patient¿s home to check for a volume discrepancy and pulled out 1ml less than expected. Whenthe drug was pushed back into the reservoir the patient reported feeling "light headed". It was hypothesized that the patient could have damage the pump reservoir septum. It was reviewed with the caller that if the septum was damaged the symptoms would continually be expected and at this time the patient was doing fine. The rep was not with the patient. The rep confirmed that the nurse used mdt refill kits. It was confirmed no history of these symptoms prior to last week. It was unknown if the pump was deeply implanted or moving in the pocket to contribute to a difficult refill. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.